Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, two devices returned without fluid. White, red and yellow material was observed within the device. White material was observed on the shell surface. Mentor product analysis lab discovered several creases within shell abrasion on one device and the other appears intact. No other anomalies were discovered. Complaint was not confirmed. At this point is not possible to determine the etiology of the white, red and yellow material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: left unknown saline device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with unknown saline breast implants which the right side deflated after implantation. As a result, patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3502325, lot number 7598714, serial number (B)(4), and right replaced with catalog number 3502325, lot number 7604035, serial number (B)(4) on (B)(6) 2018.